Manufacturer narrative:
Emergency room health care provider(hcp) for type 2 diabetic pt. Using vgo 20 reported to valeritas customer care a bg of 21 mg/dl. ER hcp reported he believed the pt. Took too many clicks which resulted in the bg of 21 mg/dl. The pt. Was admitted to the hospital and released (B)(6) 2017. With the low bg of 21 mg/dl, pt. Passed out for about 1 hour and woke up in the hospital with an IV. Pt. Could not provide any other details of the low bg. Pt. Is only taking 1 click with meals now. Pt. Reports wearing the vgo past 24 hours; pt. Seems to understand the vgo is designed to wear 24 hours unless his physician prescribes it differently. The pt. Recovered without sequelae. There was no alleged device malfunction. Device was not returned for investigation. Root cause is likely was pt. Took too many clicks and perhaps one vgo 20 contains too much insulin for pts. Current lifestyle.

Event description:
Emergency room health care provider (hcp) for type 2 diabetic pt. Using vgo 20 reported to valeritas customer care a bg of 21 mg/dl. ER hcp reported he believed the pt. Took too many clicks which resulted in the bg of 21 mg/dl. The pt. Was admitted to the hospital and released (B)(6) 2017. Pre-vgo bg 200s mg/dl, a1c- pt. Did not know, taking 10-14 units of insulin/daily. Using vgo 20 for 4 months bg 21-200 mg/dl, taking 2 clicks with breakfast and lunch and 3 clicks with evening meal; with low bg. With the low bg of 21 mg/dl, pt. Passed out for about 1 hour and woke up in the hospital with an IV. Pt. Could not provide any other details of the low bg. Likely contributing cause of the low bg was pt. Took too many clicks and perhaps one vgo 20 contains too much insulin for pts. Current lifestyle. Pt. Is only taking 1 click with meals now. Pt. Reports wearing the vgo past 24 hours; pt. Seems to understand the vgo is designed to wear 24 hours unless his physician prescribes it differently. The pt. Recovered without sequelae. Device was not returned for investigation.

Manufacturer narrative:
Initial reporter. Health care professional -yes. Physician. Follow up 1. Correction.